Event description:
An attempt was made to use a resolute integrity drug-eluting stent to treat a lesion. After the device crossed a calcified lesion it was reported that the stent was not crimped well on the balloon. No procedural complications or clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 1st fifteen proximal stent segments were positioned correctly on the balloon. Crimp impressions were evident on the exposed balloon material. The 1st fifteen proximal stent segments were intact; the remaining segments were severely stretched and deformed. The proximal pillow balloon folds were opened and disturbed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Known inherent risk of procedure (stent damage, failure to deliver the stent).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent misplacement). Patient's condition affected effectiveness of device (stent misplacement observed after stent crossed a calcified lesion). Evaluation conclusions: known inherent risk of procedure (stent misplacement). Device failure/lack of effectiveness related to patient condition (stent misplacement observed after stent crossed a calcified lesion). (No results available since no evaluation performed) - device or images not returned for evaluation.